Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262022. Our records show that this is the second instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, "nurse found blood leakage from unscrewed prn port when clamp was sealled after CT ended. Rep added nurses were trained how to use clamp correctly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, "nurse found blood leakage from unscrewed prn port when clamp was sealed after CT ended. Rep added nurses were trained how to use clamp correctly."